Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the rear therapy electrodes. The patient's physician prescribed a hydrocortisone cream, but the rash did not improve. The patient decided to remove the lifevest to allow the irritation to heal. The medical outcome of the rash is unknown.